Event description:
At bedside iabp [intra-aortic balloon pump] alarmed "low vacuum". During alarm notification, iabp was inflating and deflating appropriately. No changes in patient hemodynamics. Iabp placed in standby inspected all connections and helium line. Iabp restarted. Observed iabp for next 5-10 min and iabp alarmed "low vacuum" again. Repeated above process. Then called perfusion to bedside. Bedside rn stated that he had received report stating iabp had intermittently presented alarm throughout the day. Decision made to reach out to getinge emergency support line. Getinge recommended a iabp console switch. Iabp console switched to backup cs300. After iabp console switchover iabp has not presented any alarms.